Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips (3). Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that feels well and requires no medical attention. Verified the strips expire 3/31/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained hi and hi not fasting. Reviewed meter memory: hi on (B)(6) 2016 02:35:00 pm fasting: no. Hi on (B)(6) 2016 02:32:00 pm fasting: no. Customer is concerned with the result reviewed form the meter memory. Customer called us to setup meter. Customer assisted with setup and coding of unit. Caller was in hospital for blood sugar last month for reading over 600mg/dl and was released same day when blood sugar was in 300's. He has not yet seen doctor for goals for blood sugar and just started his metformin twice a day. Customer was encouraged to call his doctors office.